Event description:
Adverse event: myocardial infarction, bradycardia, hypotension. Onset of adverse event: during the procedure. Device issue: none. It was reported via a trial that during the rx acculink stenting procedure, the patient experienced bradycardia and hypotension due to a vagal reaction when the access sheath was pulled. The patient also developed an asymptomatic myocardial infarction during the procedure. The hemodynamic changes were treated with intravenous fluids and atropine. Angiography revealed demand mediated moderate coronary artery disease. The patient's conditions resolved the following day and was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant information.